Event description:
A pt reported experiencing inaccurate erratic results with a meter. The pt's blood glucose results were 300mg/dl, 192mg/dl. Tests were done within 2 minutes with a difference of 39%. Pt did not experience any adverse events. No further information has been reported. Note: in the potential medical tab it was documented that "customer stated that cleaning is done with alcohol and has been used on meter for quite some time "and using two different fingers".